Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was experiencing nausea, vomiting, and irritability. The patient¿s cgm was reading 58 mg/dl and the bg meter was reading 362 mg/dl. The patient¿s father-in-law drove the patient to the hospital. At the hospital, the patient was treated with insulin, dextrose, and potassium. The patient also had lab work done (cbc) and a urine test that revealed a high ketone level. The patient was discharged home after approximately 6-7 hours. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.